Event description:
Literature was reviewed regarding the use of 4-factor prothrombin complex concentrate (pcc4) for warfarin reversal in patients with left ventricular assist devices (vads) undergoing emergent and elective procedures. Emergent and elective procedures consisted of exploratory laparotomy, chest tube, open reduction and internal fixation of femur, esophagogastroduodenoscopy, colonoscopy, transurethral resection of prostate, splenic artery embolization, or tooth extraction. The authors described one patient who experienced a gastrointestinal bleed (gib) event which required transfusion that occurred nineteen days after the procedure and administration of pcc4. The vad remains in use. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/72 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: temporarily reversing warfarin with low-dose 4-factor prothrombin complex concentrate in left ventricular assist device patients undergoing an invasive procedure. Annals of pharmacotherapy. 2025. Vol. 59(1) 5¿12. Doi: 10.1177/10600280241248172 d4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.